Manufacturer narrative:
Ps345508. Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information and photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photographs revealed a crack on the chamber dome. Conclusion: without the complaint device, we are unable to determine what caused the crack on the chamber dome. It should also be noted that the mr290vx chamber was used for a few days. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent." "Do not use beyond 14 days maximum duration of use."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking water after a few days of use. The water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There was no reported patient consequence.